Event description:
It was reported that the pulse generator exhibited premature battery depletion. There were no adverse consequences to the patient. The device remained implanted.

Event description:
New information indicated that the device continue to exhibit low battery voltage during follow-up. The device remained implanted.

Manufacturer narrative:
(B)(6).